Event description:
Report received from abbott international affiliate (abbott australasia) that states: "the pump allegedly gave the pt excessive bolus doses. The biomed believes that the pump was incorrectly programmed by the dr, and no incident report has been filled out in the hosp. The pt was apparently unaffected, and no treatment was required according to the biomed." No additional info was available.

Manufacturer narrative:
The pump was tested at a foreign service center (abbott australia). Report from the testing center states the pump tested ok, including delivery accuracy. The reported event could not be reproduced. The frequency of death or serious injury reports for complaint code 102 (overdelivery) for the lifecare pca products is < 1.99/million sets.